Event description:
The customer reported to olympus that there was a water leak found during inspection while using the tracheal intubation fiberscope. There was no patient harm associated with this event. The device was returned and evaluated, and the coating of the image guide coil was found to be peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the water tightness of the suction port not being maintained. A wrinkle in the insertion site corrugation was observed, the bending angle was insufficient due to elongation of the angle wire, the insertion tube was crushed, and scratches were observed, and the coating of the insertion tube had peeled off. Scratches were found on the operation part, elongation of the curved rubber was allowed, there was a missing curved rubber joint, the eyepiece was not watertight, and scratches on the eyepiece were found. Additionally, scratches were found on all the following components: operation unit cover, angle lever, up/down plate, and on the ventilation cap under the grip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.